Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, while being applied to the abdominal wall, the cannula broke. The radially expandable sleeve was inserted into the abdominal wall, and when the surgeon tried to remove the insufflation needle, it collapsed in itself. Another sleeve was inserted and used without issue. There was no patient injury.